Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Rv loss of capture, non-physiologic noise and oversensing with pacing inhibition were also noted. Technical services (ts) was contacted, and ts discussed with the field representative recent x-rays and suspected a lead connection issue to the header. The rv lead remains in service. No adverse patient effects were reported.